Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. It was additionally noted that the upper and lower case was cracked at boss, the display wire insulation was pinched but wire insulation was not compromised and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular plastic connection was cracked on the external pulse generator (epg) and the lead does not latch properly. The epg was returned for service. There was no patient involvement.